Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a surgeon performed a lap appendectomy. He changed from this device to a different manual stapler and reload. After the surgery, the patient still experienced pain in the stomach and re-operation was necessary. Suture was used to re-sew. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one sealed reload. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending investigation conclusion.